Event description:
A manufacturer representative (rep) reported that a portion of a lead was retained in the patient after system removal. It is unknown if any further surgical interventions were taken or are planned. Indication for implant is unknown.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).